Event description:
It was reported that the user experienced repeated dexcom g7 pairing failures to the ilet after initially not waiting long enough for connection, with subsequent attempts returning a pairing failed message despite multiple code entries and use of a magnet method, and troubleshooting and education were provided to reenter the pairing code and attempt pairing again. Symptoms included impending loss of automated dosing due to sensor connectivity interruption. Outcomes included dosing stops soon notifications and inability to use cgm data for ilet control. Investigation included user-guided troubleshooting, education on proper pairing steps, and instruction to contact the cgm manufacturer for additional recommendations if pairing did not occur within the advised time. Investigation of this case revealed a sensor-to-ilet communication failure limited to pairing, consistent with a cgm pairing malfunction without evidence of ilet hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was attributable to cgm pairing failure and user setup challenges.